Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the biopsy channel, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. The instructions for use (IFU) warns: "4.2 insertion: suction warning ¿ avoid aspirating solid matter or thick fluids; channel or single use suction valve clogging can occur. If the single use suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the single use suction valve. Turn the suction pump off, detach the single use suction valve, and remove solid matter or thick fluids." In addition, the following non-reportable malfunction was found during the device evaluation; bending section cover glue had peeled off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the channel was clogged with foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchovideoscope had a reduction in suction. Inspection and testing of the returned device found the channel was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.